Event description:
It was reported that the atrial lead had high and unstable threshold and no capture at the highest output in bipolar and unipolar modes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).